Event description:
It was reported that a pt was undergoing a stent placement for an obstructed airway passage. The stent was clinically placed well. The stent being used as an aide for the pt's breathing. The use of the stent was for palliative measures only. At the end of the procedure the pt sustained cardiac arrest. The resuscitation was unsuccessful. It is believed that the pt was extremely ill and the procedure went clinically well but the illness overcame the pt. This device has not been returned for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on the batch number. Additionally, without evaluating this device co can not determine if the device met specifications. User technique and or pt anatomy could have contributed to this event. However, co is unable to determine the relationship between the device and the cause of the event.